Manufacturer narrative:
The batch history review performed on the reported batch did not reveal any non-conformity. The in-process tensile strength tests of this batch gave ok results (showing the drain was not weakened). The actual sample from this complaint was not received. These fluted drains are made from silicone material. One of the properties of silicone is easily snap if they are previously nicked or slightly cut. Most likely, this drain was damaged during use ans snapped in this area when pulled upon removal. We conclude that there is no evidences for any manufacturing related failure in this drain.

Event description:
The jackson pratt channel drain stuck in the patient's body upon removal. The entire drain broke and half was remained in the patient's body. The patient have to go through surgery to remove the broken off drain.